Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information. A possible cause was not identified due to insufficient information. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A caregiver contacted (B)(4) regarding assistance with needing to end therapy while using the homechoice (hc) during the initial drain. The caregiver stated that one of the tubes was leaking, and they wanted to end therapy. (B)(4) assisted the caregiver in ending therapy, as requested. No injury or medical intervention was reported.